Event description:
Follow up information received reported that the physician did not know the cause of the event and was also noted that nothing wrong during the procedure was observed. It was noted that the patient already had a hematoma (reported as about 2%) with smaller leads but the physician felt the larger lead increased the hematoma risk. In addition, it was reported that this was the first implant of this type of lead for the physician. The patient was reported as recovered with no paralysis and will not be implanted again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a 'paraplegic reaction (hematoma)' post operatively and the lead was explanted as a result. Patient symptom of paralysis was noted.

Manufacturer narrative:
Product ID 39565-30, lot# 0206389391, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).